Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus france (ofr). Ofr checked the subject device and found followings. The insulation of the distal end cover resistance value was out of specification. The glue of the bending rubber was worn out. The connecting tube was wrinkled. The remote switches 1 was dented. The light guide tube was wrinkled. The range of the angulation was insufficient for specification and had play. The instrument channel exchange as preventive maintenance. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: pseudomonas aeruginosa (2 cfu / 100ml). Suction channel: pseudomonas aeruginosa (>159 cfu / 100ml). Insufflation channel: unspecified microbes (1 cfu / 100ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.